Event description:
The reporter stated the tubing had broken at the bonded joint. There was no injury or treatment associated with this event. This issue was reported by medicines had healthcare products regulatory agency in another country.

Manufacturer narrative:
One unit was returned with the tubing separated from the female luer lock. During the assembly process, the tubing was not fully inserted into the tubing taper which prevented a bond from being made. This condition was not detected during the inspection by the operator. There was sufficient solvent present and the tubing was within specification. The cause for the tubing not being fully inserted could not be determined. The device history record was reviewed and found to be acceptable. Review of the complaint database for the previous 12 months indicates that this is the only reported issue of the tubing not being fully seated on this type of tubing and the only reported issue for this product code in the previous 3 years. Medex is able to confirm this issue; however, unable to determine the cause of the tubing not being fully seated. No additional action necessary at this time. Medex considers this MDR closed with this report.